Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a ureteroscopy procedure on (B)(6) 2014. According to the complainant, during the procedure , the inner lining of the navigator access sheath peeled off leaving blue pieces of fragments in the ureter and kidney. They used a small basket to retrieve the fragments. The procedure was completed with this device with no patient complications. The condition of the patient was reported to be fine at the conclusion of the procedure.